Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. The device was inspected, and it was observed reddish material inside the pebax, and the pebax ripped. Then, the device was connected to the carto 3 system and the device was visualized and recognized correctly, however, error 106 was displayed on the system. No other issue or error was observed while using the device. As part of the investigation, a failure analysis was conducted on the device. The handle was carefully opened to access the internal components, and the resistance of the sensors was measured. During this process, a failure was detected in one of the sensors. Continuity was performed on both the tip and shaft of the device, revealing an open circuit specifically in the tip area. Further inspection was conducted on the adhesive used and it was observed an insufficient amount on the wires. A manufacturing record evaluation was performed for the finished device 31353325l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The insufficient adhesive on the wires could be related to the open circuit observed; however, this cannot be conclusively determined. The root cause of the excessive adhesive is traced to the manufacturing process. The carto 3 instructions for use (IFU) contain the following recommendations for the force sensor error 106: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The reddish material inside the pebax was not reported by the customer originally, therefore is unrelated. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a ripped pebax. During the procedure, the catheter had a force sensor error. The error did not occur during sterile processing or internal service activities such as calibration. No further details were provided regarding troubleshooting or completion of the procedure. No patient consequences were reported.